Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module and driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module and driver pcb. In addition, we confirmed that the operation channel leaky, the distal body broken, the ift worn out & coating damage, the lg cable cut, the lg cable connector fluid damage, the remote button cut, the lcb broken and the suction channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.